Manufacturer narrative:
W2h reg,needle valve,hp flow cntrl damaged debris buildup in the water filter. Flattened pinch tube restricting air/powder flow. Damaged water flow control on the handpiece cable. Will replace damaged/worn components and recalibrate unit to factory specs upon estimate approval. No handpiece received for evaluation.

Event description:
While using a cavitron jet plus w/tapon g137 they allege that water does not come out of the handpiece and the handpiece gets hot, no injury resulted.

Manufacturer narrative:
There has been a previous report received where lack of water flow has caused an overheating insert. Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.